Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low ant resect double staple. According to the reporter: at the 1st firing on the rectum, the device made a cracking sound and the handle could not be squeezed after that. The surgeon immediately removed the device from the tissue and used another cartridge to complete the procedure. The tissue was damaged when the device was removed. The damaged part was sutured. No information about the use of reinforcement material.